Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm (alarm 1) occurred. Customer's blood glucose level ranged between 140-152 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.